Event description:
In 2008, the patient was implanted with four gore excluder aaa endoprosthesis. The following month, the CT showed the right ipsilateral limb had compressed to 3-4mm due to a tight aortic bifurcation. On two days later, a non-gore 7mm x 29mm stent was implanted within the gore excluder aaa endoprosthesis to resolve the compression. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met pre-release specifications. Please note additional devices noted in this event pxc181000 and pxc181400,